Event description:
It was reported the pt experienced pain in his ribs post-operative. The physician indicated he would like to monitor the pt but did not think any action was needed at the time. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.